Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the control bar was not in the correct position, the calibration was out at the zero reading, the thickness control lever was damaged as well as the 2 inch width plate, and the o ring on the swivel had wear. The thickness control lever, width plate, o ring, vespel and semi-circle bearings were replaced and resolved the reported issue. It was noted that the unit has not been returned for annual preventative maintenance. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported the device skips while taking graft during surgery. Event date is unknown, no additional grafts were needed. No harm, no delay. No adverse events were reported as a result of this malfunction.